Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), a hematoma was noted. Manual pressure applied with a femstop. The patient was deemed hemodynamically stable and support was no longer required. Vascular surgery removed the device and repaired the vessel. Seven units of blood was given. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-2 at 1.1l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Vascular injury could be attributed to user technique and/or vessel characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.